Event description:
It was reported that upon opening package, they realized it was cylinders only without a pre-attached ms pump. Physician wanted a pre-attached system. The procedure was completed with another device without patient complications related o device.